Event description:
Pt was admitted with breast implant ruptures. Pt experienced leakage of silicone gel bilaterally and complaining of pain. No gross masses. To or for removal of bilateral implants without replacements. Noted was extruded implant material. All was removed.